Event description:
The customer reported a backlight anomaly. The blood glucose reading was 135 mg/dl. Prior to the event, the patient's physician advised him to get a new insulin pump. The customer was instructed to press backlight prior to pressing the other buttons. The backlight did not work. No further information was provided.

Manufacturer narrative:
The insulin pump had no back light on the display due to corrosion on the display board. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.